Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mos2. The charge amount drawn from the battery matches the measured battery voltage. There was no indication of a device malfunction.

Event description:
It was reported that this device was explanted and replaced approx. 87 months after the implantation due to a battery issue. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.